Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate profile 275cc saline breast implants, catalog number 3501640, lot number 275300. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 275cc saline breast implants which the left side deflated after implantation. As a result patient had the device removed and replaced with gel device on (B)(6) 2018.

Manufacturer narrative:
Device evaluation: during evaluation of the sample it was noticed two (2) ( a and b) tears on it. Tear a was observed running from the anterior to the posterior view, measuring approximately 1.2 cm and tear b measured 0.1 cm within a crease in the posterior and extended to the anterior aspect. Microscopic examination of the edges of the rupture a revealed parallel striations. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. The lot number provided by the customer does not match any known mentor lot numbers, and multiple attempts were made to follow up for clarification, but none was received. As a result, no manufacturing record evaluation can be performed at this time. If additional information is received in the future, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).